Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had poor air/water supply. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found in the nozzle and the bending section cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that no air/water was fed due to clogging of the nozzle. In addition to the foreign matter found in the nozzle and the bending section cover, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the angulation skipped during angulation in the upward/downward directions due to deformation on the bending tube; the adhesive on the bending section cover was chipped; the objective lens was cracked; the image had a partially dark area due to the crack on the objective lens; the suction connector and the control unit were discolored; the protector of the universal cord on the suction connector side was cut; the scope cover plate was detached; the paint on the suction cylinder was peeled; the suction cylinder was shaved; the electrical connector was discolored due to water leakage; there were scratches on the plastic distal end cover, the connecting tube, the protector of the universal cord on the control section side, the universal cord, the image guide protector, the grip, the scope cover, the switch box, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.